Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed fault 16 (timeout moving to take-up position) and ua17 (max motor on time exceeded during active operation) messages and subsequently shut down. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn: (B)(6) displayed fault 16 (timeout moving to take-up position) was confirmed during the functional testing and the archive data review. The root cause of fault 16 was a seized drivetrain motor brake, likely due to user maintenance. A review of the archive data revealed that the customer did not perform frequent daily checks. Frequent daily device checks and storing the autopulse platform in a low-humidity location can help prevent the brake gap from seizing. The customer's complaint that the autopulse platform displayed ua17 (max motor on time exceeded during active operation) messages and subsequently shut down was not confirmed during the functional testing. Ua17 was observed in the archive data review but was not reproduced during the functional testing. The likely root cause of ua17 could be a seized drivetrain motor brake. The archive data indicated fault 16 and ua17 messages, confirming the reported complaint. The autopulse platform failed functional testing due to fault 16 displayed upon powering up, confirming the reported complaint. The drivetrain motor brake was observed to be seized, causing the fault. The seized brake was freed by performing the open case system test for 15 minutes, while continuing to spray ipa at the brake housing to remove any extra metal rust as the motor spun. Also, opened the brake gap wider within the specification as a preventive precautionary measure for fault 16. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn: (B)(6).